Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's pink slide did not move forward. The cannula was visible when the pod was removed.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed, resulting in only 29 pulses being delivered during both priming sequences. Contamination was observed on a finger of the commutator cap. The pod was reran, and the rotational sensor abnormalities were replicated. The contamination on the commutator cap is confirmed as the cause of the reported needle mechanism complaint.